Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unk - guides/ sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure. During the surgery, surgeon attempted to put cortex screw through the guide block on a two column distal radius plate. But the stardrive cortex screw heads do not fit through the guide block. The procedure was completed successfully with a surgical delay of 1-2 minutes. There was no patient consequence. Concomitant device reported: unknown 2.4mm two column distal radius plate (part# unknown; lot# unknown; quantity: 1). This complaint involves three(3) devices. This report is for (1) unk - guides/ sleeves/aiming: guide. This report is 2 of 3 for (B)(4).